Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) was mode switching due to post mode switch overdrive pacing (pmop), and the potential under reporting of atrial arrhythmias. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.